Event description:
It was reported that the device was explanted due to infection. A new device was implanted a few days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis is normal. No anomalies were found.